Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image overexposure, causing the screen to appear noisy. Based on the results of the investigation, it is likely that the cause was traced to a component failure as the image returns to normal when ultrasound plug unit is connected to the advanced diagnostic (ad) cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a whiteout image. The issue was found during service/maintenance. There were no reports of patient involvement.